Manufacturer narrative:
One cadd solis pump was returned for analysis. Visual inspection performed and product found to be in good condition. Customer's complaint of error 41100 was not verified. Event log does not show any related errors. Service re-installed the software as a preventative measure. Use testing was performed. The problem source is unknown.

Event description:
Information was received that the cadd solis vip pump error had error code 41100 and the lens is scratched. No reported adverse effects.